Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Pulmonary embolism is one of the potential complications cited in the IFU associated with this product. There are no indications that the device malfunctioned.

Event description:
According to the notice received by way of a civil action complaint filed on march 14, 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2014. Approximately 18 months later the patient allegedly suffered a massive pulmonary embolism and died. The patient died with the filter in place. (B)(4) attorneys are attempting to gather information.